Event description:
Same case as MDR ID # 2134265-2013-06134 and MDR ID # 2134265-2013-06133. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. During a percutaneous coronary intervention, ilab mdu was not performing automatic pullback. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. Functional testing revealed that the device meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause cannot be confirmed. (B)(4).